Manufacturer narrative:
A review of the intraoperative system logs for the duration of this procedure show the system functioned normally and there were no indications relating to this event. Log review of the 5 subsequent procedures found the system functioned normally; no intraoperative events or issues found. The following concomitant devices were used during the procedure: endoscope plus 30 degree, monopolar curved scissors, large clip applier, cadiere forceps, fenestrated bipolar forceps, sureform 45 stapler. A site review found that no complaints have been reported for any of the products used. Review of the logs for the sureform 45 stapler used during the procedure show that the instrument was installed twice on the system with green reloads; however, on each install, the user aborted after 10 clamps were attempted. No firing was attempted. The instrument was then removed and not used again in the procedure. There were no stapler related errors seen. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died following a low anterior resection. How they died and the events that led to the death are not provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical product or instrument contributed to this event. Section d2: patient' date of death is unknown; reported only as post-procedure.

Event description:
It was reported that a patient underwent a da vinci-assisted low anterior resection procedure and died at an unspecified time post-procedure. The intuitive clinical sales associate representative was not provided any additional details. An attempt to obtain additional information from the surgeon was made; however, no response has been received.